Event description:
Information was later received that the patient fall was caused by a syncopal episode resulting in the patient hitting her head. A new system was implanted on the right side and the chronic system was programmed to vvi 30. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient was hospitalized due to a recent fall. Upon interrogating the device, loss of capture was revealed on the right ventricular (rv) lead. Additionally, impedance measurements of 120 ohms, noise and high threshold measurements were noted. Insulation damage was suspected. It was noted that a new system would be implanted on the right side and the chronic system would be programmed to vvi 30. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.